Event description:
Additional information indicates that the patient is scheduled to be seen in clinic on a future date.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead experienced unspecified symptoms that correlated with stored events that were atrial driven, however, were recorded as pacemaker mediated tachycardia (pmt) and ventricular episodes. Additionally, lv pacing impedance measurements were noted to have been steadily increasing resulting in high out of range pacing impedance measurements greater than 2,000 ohms. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.